Event description:
Same patient as MDR ID: 2134265-2012-04967. (B)(6) study. It was reported that post stenting treatment procedure, the patient experienced acute coronary syndrome. In (B)(6) 2009, cardiac catheterization revealed a 80% stenosed , 12mm long lesion located in the right posterior descending artery (pda) with a reference diameter of 2.50mm. This was treated with pre-dilation and placement of a 2.50x12mm promus element stent with 0% residual stenosis. The patient was discharged one day later on aspirin and clopidogrel. In (B)(6) 2011, the patient present with acute coronary syndrome. The subject was hospitalized and underwent a target vessel reintervention the right pda with ptca using balloon angioplasty resulting in 0% residual stenosis. Two days later the event was resolved with residual effect and the subject was discharged.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).